Manufacturer narrative:
Instrument has not yet been returned for evaluation. Based on the age of the device and the event as reported the likely cause of the malfunction was wear over the life of the device resulting in material fatigue. If an evaluation finds something other than what is stated above, a follow up report shall be filed.

Event description:
Surgeon trailed the 9mm leopard and while attempting to slaphammer the trial out, the tip broke off in the trial, leaving the trial in the pt. Situation resulted in a delay to the case to get the trial out. As a result an MDR is being filed to document this malfunction.